Event description:
Boston scientific received information that this atrial lead was pacing in the ventricle and p-wave measurements had increased from 3mv to 14mv. The lead was found to have dislodged. The device was reprogrammed to vvi configuration at the request of the physician due to the age of the patient. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead remains implanted and no other issues have been reported. This product issue will be re-evaluated if additional information is received.